Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of tubing defective/damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the rube of the bd product is damaged, it is observed that it burst. Bd determined that the cause of the failure was related to the customer¿s use either by the type of solution used or an excessive pressure introduced to the product. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 16cm white tubing was defective / damaged the customer is mainly concerned about understanding the actual cause of the connecta tubing rupture and how such incidents can be prevented in the future. During the administration of contrast agent in radiology, the connecta tubing suddenly ruptured, causing the fluid to spray onto the patient¿s face. However, there was no significant impact.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.